Event description:
Reporter indicated a patient had high lead impedance readings and increased seizures. The pre-vns seizure level is unknown. The patient does do repetitive head movements that may be related to the high lead impedance per the reporter. The patient later had vns lead and generator replacement surgery. The explanted lead and generator have been returned and are currently in product analysis. Attempts to the reporter for further information are in progress.

Manufacturer narrative:
Device failure is suspected.